Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 16, 2021.

Manufacturer narrative:
This report is submitted on october 05, 2021.

Event description:
Per the clinic, the patient experienced post-auricular infection at the incision site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not taken place as of the date of this report.